Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿rupture."

Event description:
Patient reported rupture against right device. Physician confirmed event. Device has been replaced.

Event description:
Patient reported, rupture against right device. Physician confirmed event. Device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, red particles in the gel and shell and underweight. A visual and microscopic analysis was performed which identified, striated broken and opening on anterior. Based on the device analysis, the final assessment is: a striated broken and opening on anterior assessed, as surgical damage.